Event description:
At the patient's lead revision surgery, the impedance was confirmed to be high prior to revision. After the lead was replaced, a system diagnostic test was run showing ok impedance. It was indicated that the device would not be returned for analysis.

Event description:
It was reported that a patient's device was found to have high impedance prior to a prophylactic battery replacement. The generator was replaced, but the impedance issue remained unresolved. No surgical intervention has occurred to date. No other additional or relevant information has been received to date.